Event description:
Reportable based on analysis completed on 11/24/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The lesion being treated was located in the tortuous and severely calcified left anterior descending (lad) artery. The 2.75 x 32 mm taxus liberte stent delivery system was not able to cross the lesion. The procedure was completed with another 2.75 x 32 mm taxus liberte stent. The pt was stable following the procedure. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage. Struts on 3 rows in the middle of the stent were bunched and a further 3 rows in the middle of the stent were squashed. The hypotube was kinked approx 59cm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probably root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).